Event description:
It was reported that "after about six hours of use, the device suddenly appeared with a black screen and stopped working, but it started up again. The user presses the "on" button, and the device can work normally". Additional information received stated that the patient's condition was fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of "the device suddenly appeared with a black screen and stopped working" is not able to be confirmed. No part was returned for investigation. The pump was working as normal after the pumping was reinitiated. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "after about six hours of use, the device suddenly appeared with a black screen and stopped working, but it started up again. The user presses the "on" button, and the device can work normally". Additional information received stated that the patient's condition was fine".